Event description:
It was reported that a user experienced a pump screen that was stuck on the fill tubing workflow with the on-screen "press and hold" control greyed out, consistent with a device display or user interface malfunction. Symptoms included no physiological effects. Outcomes included no clinical impact and no alerts or alarms. Investigation included technical support troubleshooting. Investigation of this case revealed the issue resolved after the user restarted the pump from the mobile application, indicating normal function after a reboot with no recurrence reported. It was concluded that the event was attributable to a transient device user interface anomaly that self-resolved following restart.